Manufacturer narrative:
H3. Device evaluated by manufacturer and h6. Evaluation codes: updated. One decontaminated device sample was received for investigation. Under visual inspection the sample appeared to be in good condition. No cracks or any signs of damage were observed. An inflation test was performed on the received sample. It was found that the cuff was deflating during inflation. The complaint was confirmed. The source of the leak was found to be a tear in inflation lumen. It was unknown what caused the tear. However, because a cuff leak was not observed prior use it is the most probable that the reported failure occurred during tracheostomy procedure or during use due to contact with a sharp edge. A device history record (DHR) review reported no discrepancies or non-conformances during the manufacturing of the reported lot number. No trend of similar customer complaints was identified.

Event description:
It was reported that "they place the uniperc which immediately leaks. They examine another one, which has a crack in it (this product malfunction reported under (B)(4). There was patient involvement. No patient harm/adverse event reported. Update: gcm received an email from kathrin kronlund on 19-dec-2023 in which states that there were 2 products involved with lot number 3986056 and lot number 4013580 and confirmed the pick-up address. Lholhos 19-dec-2023.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.